Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for non-clinical activity, the user reported, the calibrator did not function as expected. The calibrator would not register gas b pressure. No other details regarding the event were provided. Since the event occurred during non-clinical activity, there was no patient involvement during this event.